Event description:
Customer reports to have condensation under lcd display. Customer states it may be due to sweat as she wore insulin pump in bra at dance class. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with blank display due to corrosion found on electronics. Insulin pump received with cracked case at display window corners and cracked reservoir tube lip.